Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the air sensor alarmed. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.